Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported (B)(6), the responsible nurse gave the patient a ¿safe pre-connected PICC implantation¿ under the guidance of local anesthesia and color doppler ultrasound on the left upper limb during the sicu hospitalization. CT review on april 4, april 6 the tube bed doctor found a foreign body in the superior vena cava. The tube bed doctor contacted the ICU doctor and the head nurse, and actively contacted the interventional doctor. At 14:01 on april 7th, the patient entered the interventional operating room under local anesthesia. Removal of intracardiac foreign body", admitted to the ICU at 14:30 after the operation, with stable vital signs."